Event description:
It was reported that an unspecified malfunction occurred. According to the patient¿s parent, on approximately on (B)(6) 2025, the patient experienced an unknown sensor malfunction after which they experienced a hyperglycemic event. It is unknown at what time during the event the patient or the parent became aware, and when the symptoms occurred. The patient experienced vomiting and dizziness and was brought to the hospital. When a fingerstick was taken the blood glucose reading was 24.5 mmol/l, and when ketones were tested these were 5.5 mmol/l. The cgm display device showed a ¿sensor expired¿ message. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. The patient was discharged from the hospital after 15 hours. There was no information available regarding the patient¿s current condition. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.